Manufacturer narrative:
(B)(4).

Event description:
New information received from the company representative indicated that the event occurred before a vitrectomy procedure. The system was restarted and the case was initiated and completed as planned. There was no patient involvement. A sample is not expected.

Manufacturer narrative:
Additional information: the system was examined and the company representative attributed the memory card non-conformity to the reported event. The memory card was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming memory card. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system crashed. Additional information has been requested, but none has been received to date.